Event description:
Info was received that the device sparked and that the enclosure appears to have been damaged. According to the info received the pt was using the device at the time of the reported event. The pt did not report any harm. Requests to have the device returned for investigation have not been honored. The alleged failure has not been confirmed.

Manufacturer narrative:
Na